Event description:
It was reported by colombia that during service and evaluation, it was determined that the hose device ruptured. It was determined that the device had an air leak. It was further determined that the device failed pretest for general condition, check for correctness of specific double air hose, check marking rings, check outer hose, internal pressure test and external pressure test. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the hose did not function; therefore, the motor device could not be used. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: motor device, (B)(6) 2023. The manufacturing site name is currently not available. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the hose rupturing identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).